Manufacturer narrative:
The samples are collected in lithium heparin gel tubes and centrifuged at 7,200 rpm for 3 minutes. The samples appearance was normal. The customer called into hotline with valve/pump motion errors. Hotline assisted customer in troubleshooting and parts were replaced. The customer performed a system check which failed. A field service engineer (fse) was dispatched: the fse replaced the wash pump assembly. A system check and qc met specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accu tni) results on three different patient samples. Upon repeat on a different instrument the results were in the normal reference range. The results were reported out of the lab. One patient was held for observation only. It is unknown which result correlates with the patient held for observation. No reports of death, injury, or change to patient treatment have been reported in connection with this event.